Event description:
After right inguinal hernia repair in (B)(6) 2010, I have had nothing but extreme pain. The products used were: atrium medical corporation's: proloop mesh, ref.# 30900, lot# 10610950. I have been to several doctors and surgeons, they want no part of taking the propylene mesh out. They don't want to deal with another surgeon's mess with this inferior product. This can not be returned to the manufacturer because no one will take it out of me.